Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a questionable low result for 1 patient sample tested for vanc2 vancomycin (vanc2) on a cobas 8000 c 702 module. The initial vanc2 result was 2.0 ¿g/ml. The initial result was auto validated and released outside of the laboratory. The clinician questioned the result and requested the sample be retested on (B)(6) 2018 with a vanc2 result of 42.4 ¿g/ml. The vanc2 result of 42.4 ¿g/ml fits the patient's clinical picture. The initial and retested results were from aliquots poured over into false bottom tubes. The primary sample tube was also tested with vanc2 result of 39.6 ¿g/ml. There was no allegation of an adverse event. The vanc2 reagent lot was 239127 with an expiration date that was not provided. The customer noted that the sample looked clear of any clots and/or fibrin and that rack adapters were used. The customer reported that there have been no further issues and that they have had no issues on any other tests. Precision testing was performed by the customer with acceptable results. The investigation was unable to find a definitive root cause.